Event description:
It was reported that the patient with this implantable pacemaker felt like this device battery longevity was depleting faster than the patient previous device. To date, this device remains in service. No adverse patient effects were reported.